Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6), 2025 and is being reported retroactively out of an abundance of caution.

Event description:
The patient was treated one week ago for several fibroids requiring 10 ablations per the system-generated pdf. Some time after the procedure (the date is not clear), the patient presented to the treating physician's partner in the emergency room with a temp of 101.4º and a heart rate of 112 bpm. She didn't have any leukocytosis, but lactic acid was up, so they sent blood cultures and a urine culture. Blood cultures were negative. Urine culture was positive for a small quantity (1000 cfu/cc) of group b strep. Her repeat cbc 12 hrs later showed an increase in her white count from 5.7 to 11.7, along with a left shift. She was prescribed doxycycline and metronidazole and discharged home. While she was empirically treated with broad-spectrum pelvic coverage on the possibility of endometritis, there were no reports of abdominal findings or other stigmata of intrauterine infection, just a moderate fever with a slightly abnormal white blood cell count (nb: up to 11 is within normal limits, generally).